Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed and an additional malfunction was identified. It was observed that the there was insufficient angulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. No abnormality in the image was found after drying the subject device. Following this conclusion, a definitive root cause cannot be identified. Based on the results of the investigation, it is likely that one of the following led to the malfunction: a) stress applied to open venting connector accidentally while device was under water. B) foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. C) water invaded leak test air tube by breakage/misconnection of the tube, breakage of packing at reprocessor/the tube, or the like during using reprocessor. D) the invaded water entered scope connector during leakage test. E) immersed device in fluid for reprocessing while sterilization cap was attached. F) connector cap of leakage tester was attached to wet venting connector. G) leakage tester was attached/detached while device was under water. This issue is addressed in the instructions for use (IFU reprocessing manual): 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. This feedback has been provided to the user facility, given similar occurrences in the past with the subject device. Olympus will continue to monitor the field performance of this device. During a follow - up with the user facility, it was confirmed that the device was inspected prior to use. The intended procedure was a bronchoscopy. The procedure was subsequently completed with similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, the occurrence was likely due to sporadic failure. During the evaluation a bump was observed on the bending section cover. Also, fluid was found in the scope connector due to internal rust or corrosion. Lastly, the customers label on the scope connector was incorrect and replacement was recommended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed scope error (b30) message. The reported issue occurred during preparation of use for an unknown procedure. There were no reports of patient harm associated with this event.